Manufacturer narrative:
One cadd legacy pump was received for evaluation. Visual inspection of the pump found it to be in fair physical condition. Upon starting the device, it began double beeping and the downstream sensor was replaced. The customer's complaint was confirmed, and the downstream sensor was determined to be the root cause.

Event description:
Information was received that smiths medical cadd legacy had alarmed while no cassette was attached. No patient injury resulted.

Event description:
Additional information received: occured during testing, no patient involvement.